Event description:
Reportedly, the recipient was not able to hear any sounds with the device since initial implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the limited information received from the field the recipient has no hearing benefit with the device since implantation surgery. However, despite requested no further information has been received. A root cause for the reported issue cannot be determined. This is a final report.

Event description:
Reportedly, the recipient was not able to hear any sounds with the device since initial implantation.